Event description:
According to the customer, a patient had an accu tni result of 0.81 ng/ml. Previous and subsequent results (in series) were within the customer's normal range. The customer repeated the sample with the elevated result 12 hours later and obtained a result of 0.02 ng/ml. An amended report was placed in the patient chart. Customer was not aware of any injury requiring medical intervention or change to patient treatment attributed to the elevated accu tni result.